Manufacturer narrative:
Device evaluated by MFR: unit returned with its original pouch. The unit returned has distal end damage, as part of overall visual revision. The device has the distal tip detached (183.2 cm from the proximal section) and was not returned. The overall length couldn't be measured due to the device condition. The outer diameter of the distal tip, middle of the device and the proximal section were measured and were within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that guidewire tip detachment occurred. The target lesion was located in the mildly to moderately tortuous and sub-totally occluded right coronary artery. A pt2 guide wire was advanced to the lesion; however as the wire was torquing, the wire fractured. There was about 1cm of the tip left proximal to the lesion. There were no attempts to snare the detached wire in the patient, but further medical intervention was required. The patient was fine and stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that guidewire tip detachment occurred. The target lesion was located in the mildly to moderately tortuous and sub-totally occluded right coronary artery. A pt 2 guide wire was advanced to the lesion; however as the wire was torquing, the wire fractured. There was about 1cm of the tip left proximal to the lesion. There were no attempts to snare the detached wire in the patient, but further medical intervention was required. The patient was fine and stable.